Manufacturer narrative:
(B)(4). The investigation has been reopened because additional information has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted patella drill clamp was able to replicate the reported failure of intermittent locking of the handle. The product development team is aware of this complaint and has a new design to mitigate the reported failure. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. The enhanced attune patella drill clamp will be distributed under product code 254501055. (B)(4) was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune patella clamp got jammed during the cementing phase and delayed the surgery and tourniquet time.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. The product development team is aware of this complaint and has a new design to mitigate the reported failure. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. The enhanced attune patella drill clamp will be distributed under product code (B)(4). (B)(4) was approved on (B)(6) 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.